Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced inaccurate cgm values. The g7 sensor gave alarm for 2.2 mmol/l- low for several hours. The patient self-treated with food sand the cgm reading was still at 2.2 mmol/l. The patient started vomiting and when testing for ketones he was at 5.3 mmol/l and his blood glucose levels were at 27 mmol/l. The mother drove the patient to the hospital shortly before 18:00 the same day. There the patient was treated with insulin IV, potassium infusions and natrium chloride injection and more unspecified medication. The patient had 4.4 mmol/l ketones on (B)(6) 2025 and that he/she were able to eat small amount of food on her/his own later the same day. The patient vomited a total of 40 times throughout the hospital visit. The patient was hospitalized from 17:59 (B)(6) 2025 until 17:00 (B)(6) 2025 cet. At the time of the report the patient was back at home and had sore throat from vomiting and remained tired from the experience. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.